Event description:
A (B)(6) year old male pt contacted zoll customer support to report that his battery charger will not power up. The pt was sent a replacement charger.

Manufacturer narrative:
Device evaluation summary: device eval of battery charger / modem sn (B)(4) has been completed. The reported problem (battery charger power connector problem) has been confirmed. Upon eval, it was determined that the power supply unit would not power up the charger. The cause for the faulty power supply cannot be positively determined. No adverse event resulted from the defective power supply. The pt received a replacement charger / modem.